Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, (B)(6) 2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device used in the incident, it was determined that the station database had become corrupted. A field service engineer (fse) found that the station displayed the error message, "a timeout was detected by the underlying data source. The operation was aborted, "followed by the error, "object reference not set to an instance of an object. "The fse was able to log into admin and hta, but the drawers did not display their assigned numbers. The fse contacted tsc for assistance, and tsc repaired the corrupted database. The fse then replaced the battery to resolve the issue. The system functioned as intended after both the technical support specialist and the field service engineer completed the repairs.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es database was corrupted. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.